Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0e5c2, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient needed reassurance that they were operating the therapy correctly. The patient¿s therapy had not been working to control their symptoms since implant. It was noted that the ins was on and the patient tried program 1. Today the patient switched to program 2 at 0.6v and shocked themself when they did that but the feeling subsided. It was reported that in the first few days the patient spoke to the manufacturer representative and they went through how to work the patient programmer. The patient told the manufacturer representative that the therapy wasn¿t working and 3 weeks later they told their health care provider (hcp) that the therapy wasn¿t working and the hcp switched them over to program 1. It was noted that the patient felt stimulation very strongly when they lied down.